Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing fluctuating blood glucose (bg) levels that ranged from 55 mg/dl to ¿high¿ (specific bg value was not provided). A bolus via the pump was administered to address elevated bg. Tandem technical support performed a log review of the pump and confirmed the pump functioned as intended; therefore the cause of the fluctuating bg values was unknown. Recommendation was made to discuss diabetes management with a health care professional.